Event description:
Per medwatch report received in the qm dept from the FDA, the following incident occurred: on 1/16/97 hcp had a very difficult anesthetic in a septic, obese retarded 12/yr old male, (who coincidentally also had active asthmatic bronchitis, history of seizures & sleep apnea). The case had to be performed with c-line access only, (a double lumen right internal jugular c-line has to be placed in this pt while awake, under exceedingly difficult circumstances, due to his obesity, dehydration, and non-cooperativeness, there was no peripheral i.v. Access available-multiple attempts were unsuccessful). Protofol was the induction agent. In recovery it was noted that yet another stopcock was leaking. This was noted when rptr was trying to gravity infuse large volumes of iced saline IV through both ports of the central line because of a temperature of 107 degrees. On attempting to remove the offending stopcock with extension tubing, rptr was unable to separate the distal male tip of the extension tube from the female hub of the larger side of the c-line. Rptr carefully tried to twist these 2 apart with rubber drains without success. Hcp finally resorted to 2 hemostats and carefully rotated the 2 ends in opposite directions, only to have the distal 3 mm of the male end of the stopcock shear off inside the hub of the larger side of the central line, rendering it useless. Hcp could not even cap it off to ensure lack of air emboli or bacterial ingress and hcp did not want to rely solely on the slide clamp attached. So, in the midst of everything else, a set of sterile drill bits were brought to bedside, the fragment carefully removed, catheter hub flushed of plastic remnants and the site capped, not to be used again.